Manufacturer narrative:
If additional information becomes available, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appropriately detected a ventricular tachycardia episode and delivered a shock. However, this shock was delivered at the same time as an r-wave was occurring. This led to rhythm acceleration and induced ventricular fibrillation. After this, noise was observed, however it was not sensed. Eventually, another shock was delivered which ended the episode. No changes have been performed. This device remains in service. No further adverse patient effects were reported.